Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error that would not clear. The customer stated that she removed the battery and received a battery out limit alarm. The customer did not know the blood glucose reading. She also noted that the insulin pump had alarmed calibration error prior to the issue, for which she declined to troubleshoot. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.